Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that the patient was implanted with a new pump and catheter on (B)(6) 2020 because his prior pump and catheter had been removed due to an infection.